Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis (ipp) underwent a comprehensive evaluation. The pump was microscopically inspected, functionally tested, and leak tested. Microscopic examination showed that the pump tubing had been cut down to the pump block; the tubing was returned attached to the cylinder. The other two kink resistant tubes (krts) were not returned. No leaks were identified, and the pump met the requirements of the functional test. The cylinder was microscopically inspected and leak tested. The first cylinder exhibited broken fabric threads and a detached outer sleeve due to wear in the middle portion of the cylinder, as well as a hole located at the corner of a fold in the same area. Leaks were identified at this location. Based on the available information and analysis results, the leak at the fold corner of the first cylinder confirms the reported clinical observations of device mechanical issue and cylinder hole/perforated. D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later upon inspection, it was confirmed that the right cylinder had a tear, so the right cylinder and the pump were explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later upon inspection, it was confirmed that the right cylinder had a tear, so the right cylinder and the pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for pump is (B)(4).